Event description:
The rn was checking the central venous catheter's pink lumen, due to occlusion, as well as possible use of alteplase. While checking pink lumen with a 10cc saline syringe, the tubing past the y-section erupted. A section of opsite was used to seal the tubing. The line was replaced in interventional radiology the following day.